Event description:
Add'l info rec'd from MFR 8/29/02: cause of death still pending investigation.

Event description:
Pt's spouse found them slumped against the bathroom wall in the morning of the event. Pt was pronounced dead on arrival at hosp. The pump was found on the deceased's body when it was brought to the co medical examiner's office. They immediately sealed it in a bag and stored it under lock and key in the storage cabinet. Rptr reopened the bag three days later to identify the insulin pump to FDA investigator. The deceased had trouble with insulin pumps in the past and had just begun use of this pump about a week prior to death.

Event description:
Add'l info rec'd from rptr 6/7/02: county medical examiner performed the autopsy, noting pulmonary and cerebral edema and fatty infiltrate of the liver, but has not stated the cause of death. The cause of death is still pending investigation.